Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. However, the customer complaint of plug was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur. Additionally, the fibre bonding in the outer tube area (distal end) is damaged due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope gynecologic had stripes on image and the plug got overheated. The issue was found during inspection for use. There were no reports of patient harm.